Manufacturer narrative:
The valve was patent. It did not meet specs for siphon or reflux testing. The device met requirements for preimplantation pressure and leak testing. It passed all pressure flow testing with the exception of the -50cm hp at pressure level 0.5 parameter. Debris within the valve may hold pressure flow controlling mechanisms open and interfere with the anti-siphon device, resulting in fluid reflux and siphoning. It is unk what caused the infection. The instructions for use that accompany the device caution that "local and systemic infections are not uncommon with shunting procedures. Usually, they are due to organisms inhabiting the skin". A review of the mfg and sterilization records showed no anomalies. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that a shunt containing bioglide catheters soaked in gentamicin was implanted on (B)(6) 2011. According to the report, the pt developed an infection, and the shunt was explanted on (B)(6) 2011.